Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod4. During the procedure, a pod4 would not advance out of its introducer sheath and into a non-penumbra microcatheter; therefore, it was removed. The procedure was completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.